Manufacturer narrative:
The pt effect of stent thrombosis, as listed in the product's instructions for use, is a known adverse event associated with coronary stenting procedures and is not necessarily an indication of a product quality deficiency. Hospitalization is listed in the no-fault risk assessment in addition to thrombosis, as a potential post-procedure complication associated with coronary stenting. There was no report of any product malfunction identified during the procedure, and the thrombosis was successfully treated with placement of three vision stents. Although there is no indication of a product quality deficiency, a definitive cause for the reported pt effect and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the 3.0 x 18 mm vision failed to cross to treat a 3.0 x 28 mm vision which had been implanted two days prior in 2009, and had been determined to have in-stent thrombosis. Three 3.0 x 15 mm visions were successfully implanted to treat the in-stent thrombosis. No add'l event or pt info is available.